Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after injection of contrast product during a scanner into the PICC line after a physiological serum test. A portion (approximately 20/30cc) of the product (omnipaque) extravasated into the patient's arm. After removing the equipment, we observed a breach in the catheter. Incident occurred during use. Subcutaneous extravasation, patient pain, reduced quality of examination. Removal of equipment despite ongoing chemotherapy, ice applied. Additional information received 08/21/2024: "there was extravasation, but no tissue damage (however, I did not get any feedback on the evolution of the patient's arm). The end of which was cut off voluntarily for infectiology."

Event description:
It was reported that after injection of contrast product during a scanner into the PICC line after a physiological serum test. A portion (approximately 20/30 cc) of the product (omnipaque) extravasated into the patient's arm. After removing the equipment, we observed a breach in the catheter. Incident occurred during use. Subcutaneous extravasation, patient pain, reduced quality of examination. Removal of equipment despite ongoing chemotherapy, ice applied. Additional information received on 08/21/2024: "there was extravasation, but no tissue damage (however, I did not get any feedback on the evolution of the patient's arm). The end of which was cut off voluntarily for infectiology."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed a circumferential split in the catheter tubing; however, no details of the damage could be discerned from the returned photograph. Some use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.